Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude signals and elevated pacing thresholds during routine follow up one day post-implant. A revision procedure was performed. The physician suspected a micro-dislodgement had occurred, however this was never definitely confirmed. While attempting to reposition the lead placement difficulties and helix extension difficulties were encountered; however, the lead was able to be repositioned successfully. No additional adverse patient effects were reported.